Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension and visual disturbances are listed in the product instruction for use, as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a study that post xact stenting procedure in the left internal carotid artery, the patient experienced right eye amaurosis fugax when her blood pressure dropped below 140 systolic. Neosynephrine was given and when blood pressure reached greater than 140 systolic, the condition resolved. The patient was discharged home two days after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.